Manufacturer narrative:
The device was not available as it remains in the patient. Imaging provided, along with additional information, shows the angulation of the broken screw appears to be near the maximum angle the screw allows. It is possible the screws were under uneven loading; however, the exact cause of the reported issue could not be determined.

Event description:
It was reported that a quartex screw broke at c2 post-operatively.